Event description:
Customer reported a communication failure and distorted images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera and fluoro functions board. System operates as intended. (B) (4)